Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported a left "encountered intracapsular rupture during surgery." Device has been explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported a left "encountered intracapsular rupture during surgery." Device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device evaluation: analysis of the returned device identified: underweight and opening curved on posterior. A visual and microscopic analysis was performed which identified: opening crease sharp on posterior, wear abrasion, stress marks, non-penetrating nick, crease fold and observed 40 mm dark patch edge material inside gel device. Based on the device analysis the final assessment is: an opening crease sharp on posterior assessed as fold flaw opening. Additional, changed, and/or corrected data: d1, d4, d6(b), d9, h3, h4, h6.

Event description:
Healthcare professional reported a left "encountered intracapsular rupture during surgery." Device has been explanted.